Manufacturer narrative:
Field correction 1419185-7/24/18-001-c has been initiated for correction of other potentially affected devices.

Event description:
On 01/29/2018 a complaint was received for the care-e-vac 3 device in which the customer stated "unusable condition". The device was returned on 2/7/2018. Device was retained by engineering and a replacement device was sent to the customer. On (B)(6) 2018 there was an occurence in house during assembly of the care-e-vac 3 device in which same time of effect occured (melted wires leading from battery to the pc board). Ship hold was initiated immediately and investigation began looking further into the cause of the burning/ melted wires. This device was re-evaluated by engineering with comparison to failure which occured in house. Same effects of failure were observed.